Manufacturer narrative:
Product analysis : analysis could not confirm customer comment, programmer runs as expected. Reconfigured hard drive, and reloaded and updated software as preventative. Re-seated connection between overlay and xy board; calibrated stylus. Replaced plastic standoff between link electronic module (lem) and micro processing unit (mpu) board. Power control module (pcm) ejector buttons broken. Replaced power control module (pcm) card with salvage part. All salvage parts have been inspected per applicable requirements. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had crashed soon after a recent software upgrade. The programmer was returned for service. No patient complications have been reported as a result of this event.